Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported event of the sutures not deploying in the artery. The anterior cuff was missed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a endovascular abdominal aortic aneurysm (aaa) procedure in the right and left femoral arteries. Reportedly, the sutures did not deployed in the artery. A cutdown procedure was then performed and the arteries were stitched closed with 5-0 prolene sutures. Three devices were attempted on the left side and two on the right. A 5fr procedural sheath was used. The procedure was delayed at least 30 minutes due to the necessary cutdown. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional four perclose proglide devices referenced are being filed under separate medwatch MFR numbers.